Event description:
Surgeon was handed a new ethicon ligaclip medium clip applier, ref. Mcm30 lot# 819a43. Doctor attempted to clip an artery. Instead, it cut it in half. Doctor stated it increased the patient's blood loss and derailed his surgery plan.

Event description:
Surgeon was handed a new ethicon ligaclip medium clip applier, ref. Mcm30 lot# 819a43. Doctor attempted to clip an artery. Instead, it cut it in half. Doctor stated it increased the patient's blood loss and derailed his surgery plan.